Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A report was received from the regulatory agency that the patient underwent micro-incision phacoemulsification cataract surgery with iol implantation in the left eye. Prior to lens implantation, both the scrub nurse and circulating nurse visually inspected the iol and confirmed it was intact. However, after implantation, a slight scratch was observed on the lens surface under the microscope. Removing the implanted lens would have been difficult and potentially harmful to the patient. The scratch was located in the peripheral area of the optical zone, and initial assessment indicated minimal impact on the patient. However, since surface scratches on the iol may affect vision, it was decided to monitor the patient¿s visual outcome through follow-up visits.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned. A photo was provided of the lens in the eye. There appears to be a small mark/scratch towards the optic edge. No determination can be made from the provided lens photo. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Associated products are unknown. Based on our observation of the attached lens photo, the optic appears to be scratched. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. It is unknown if qualified associated products were used. The instructions for use (IFU) instructs: company foldable intraocular lens (iols) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The reporter indicated he was only responsible for submitting the report and was not involved in the surgery, so the reporter is unaware of the associated product and event details. The manufacturer internal reference number is: (B)(4).